Event description:
It was reported that the patient under wen a replacement surgery of a previous ams inflatable penile prosthesis (ipp) due to an unknown reason. No information available about the patient outcome. Additional information was requested via gfe. Additional information states device was not working. No further information available.